Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead was oversensing, the lead integrity alert triggered, and the lead had a possible conductor fracture. When the lead was analyzed at the time of replacement they did not see any noise on the pace/sense conductor. The lead was capped and replaced. The device was explanted and replaced due to medical judgement. No patient complications have been reported as a result of this event.